Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a force sensor error after full infusion. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals were both broken, the top case was chipped on the corner, and bottom case was cracked by the l-bracket. The device?s event history log was unable to be reviewed for evidence of the reported event. No alarms in ehl relating to reported problem because the history has been cleared from a recent configuration update, also unable to download ehl due to pharmguard toolbox error. To conduct functional testing, the device was powered up, occlusion test, and force sensor test were performed, while the force sensor and plunger cable were visually inspected. Functional testing revealed the device could not duplicate the ?force sensor bgnd test' during occlusion test, however the force sensor was out of spec. Force count was 21 (should be in 30s) and value was -0.51lb. Also found physical damage to force sensor cable and plunger cable. The force sensor cable was visibly pinched and physically damaged, plunger cable was also frayed on silver braided portion due to customer damage. The force sensor and plunger cable were replaced, the device passed all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.